Event description:
The reporter states, that he obtained the blood glucose results of 283mg/dl and 140mg/dl within 10 mins on the accu-chek compact plus system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.